Event description:
It was reported that the patient had a history of prostate hyperplasia for 10+ years and had long term dysuria, urination into a drip and strenuous urination. Patient's diagnosis during admission was prostatic hyperplasia with urinary retention. On (B)(6)2023, the patient complained of dysuria and was immediately provided catheterization. On (B)(6) 2023, the patient complained difficulty in urination and there was no urine drawn out of the catheter. Upon checking the catheter, a small amount of blood was seen at the front tip and it was found that the balloon was ruptured that could have occurred by the patient pulling out the catheter. After the catheter removal, the patient's vital signs were stable, no discomfort was found and the patient could urinate by themselves.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on the attached photo, it was observed that the balloon was burst. However, the exact cause of how and when the problem occurred could not be determined. No further testing could be conducted due to only photo sample is provided. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.